Event description:
It was reported that the contact went through the fill tubing process while customer was still attached to the pump. The customer was given food to avoid low blood glucose levels. During the follow up, customer's blood glucose levels had become elevated due to overcorrecting.

Manufacturer narrative:
The t:slip pump user guide warns against filling the infusion set tubing while the tubing is connected to the body, as it will result in unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.